Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted and the motor passed motor test. The insulin pump was received with normal operating currents. No unexpected off no power or weak battery alarm noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a motor error alarm on their insulin pump. Customer also reported a weak battery alarm and a off no power alarm on their insulin pump. Customer's blood glucose was 167 mg/dl. Troubleshooting found the customer was able to manually complete the rewind sequence on their insulin pump. It was also found the customer did not receive a low battery alert prior to their off no power alert. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.